Manufacturer narrative:
Added information to b1, b2, b5, d4: lot number, unique identifier (UDI) number, d6b., h1, h3, h4. Corrected information in d9. This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during a 6 week follow up visit, x-rays showed that the construct located at l5/s1 was completely disassembled. The struts were no longer attached inside the endplates and were floating internally. A revision surgery was performed on 16 march 2021. The surgeon removed original hardware and replaced it. This is report one of four for this event.

Manufacturer narrative:
Device evaluation: the item was returned disassembled. There is no visual deformity on the items other than disassembly. Provided x-rays show the post-operative disassembly within the patient. Potential cause: root cause was unable to be determined. This event could possibly be attributed to adverse post-operative events, patient factors or other unknown operational factors. DHR review: per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a 6 week follow up visit, x-rays showed that the construct located at l5/s1 was completely disassembled. The struts were no longer attached inside the endplates and were floating internally. A revision surgery was performed to remove and replace the construct. This is report one of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00113 to 3012447612-2021-00116.

Event description:
It was reported that during a 6 week follow up visit, x-rays showed that the construct located at l5/s1 was completely disassembled. The struts were no longer attached inside the endplates and were floating internally. A decision on further patient care has not yet been made. This is report one of four for this event.